Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Additional information was received indicating that the blade was determined to be too short and exchanged for a longer blade during the initial procedure and not post-operatively as previously reported. Based on the information provided, a device malfunction or the deterioration in the characteristics and/or performance of the device has not occurred. It was reported that the first blade that was placed during surgery appeared to be too short, and had to be exchanged. The reporter has confirmed that this was not a revision surgery. As per the pfna technique guide, the length of the required blade must be determined by the surgeon during the procedure. The information available suggests that the surgeon selected a length that was too short, and had to take it out to exchange it for another blade that was longer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. Additional information was received indicating that the blade was determined to be too short and exchanged for a longer blade during the initial procedure and not post-operatively as previously reported. Based on the information provided, a device malfunction or the deterioration in the characteristics and/or performance of the device has not occurred. It was reported that the first blade that was placed during surgery appeared to be too short, and had to be exchanged. The reporter has confirmed that this was not a revision surgery. As per the pfna technique guide, the length of the required blade must be determined by the surgeon during the procedure. The information available suggests that the surgeon selected a length that was too short, and had to take it out to exchange it for another blade that was longer.

Manufacturer narrative:
Patient ID/initials and weight are unknown. Date of event: unknown. This report is for an unknown blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Additional product code: hwc. Implant date: unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that post-operatively the blade that was placed appeared to be too short and had to be exchanged. No information about patient condition received. A related intra-operative event is being captured and reported under linked (B)(4). This report is for an unknown blade. This is report 1 of 1 for (B)(4).